Event description:
Coil prematurely detached inside of pxslim microcatheter. First two coils were successfully placed in intracranial aneurysm. Detached coil was successfully retrieved with a gooseneck snare. No clinical complications from the product problem.

Manufacturer narrative:
Results: the pusher assembly hypo-tube shaft is broken. The distal detachment tip (ddt) is missing from tip of the pusher assembly. The pet-lock is still intact on the proximal end of the pusher. The coil is snared inside of an andramed 3f catheter. The pusher assembly is non-functional. The coil is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the coil detached early inside of a pxslim microcatheter. Upon evaluation, it was confirmed that entire ddt broken from the polymer section of the pusher assembly. The root cause of this issue was likely excess tension placed on the bond between the polymer section of the pusher assembly and the ddt when manipulating the coil inside the patient. All tested units from this lot met the specification for tensile strength. There is no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.